Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. Upon follow up computed tomography (CT) showed aneurysm sac growth. On (B)(6) 2016 the CT was repeated and the physician identified a possible type 3b endoleak from a tear in the graft material. On (B)(6) 2016 the physician elected to reline the initial device and implanted an addition bifurcated stent. During the procedure the physician was able to confirm the type 3b endoleak and the reported tear in the graft material. The patient is in stable condition.